Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a large bloody leak from the needle bellows in the drip tray around the manual probe rinse block of the coulter lh 500 hematology analyzer (lh 500). Customer reported that the blood was not known to have an infectious disease. Customer reported that the stripper plate was also bloody. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the lh 500 had ''locked up'' and the fluids had overflowed into the vacuum system. The fse performed a virus scan and completed preventive maintenance. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).